Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient underwent liner and patellar revision due to severe adverse event (ae#2) left knee aseptic loosening and instability approximately 4.5 years post implantation. Per the provided operative crfs, during the primary dcf tka the mcl, pm corner releases and pcl released off the bone. It is unknown if the releases could have contributed to the reported instability. It was documented that the start and stop date of the (ae#2) was 9/28/2020; however, the study participation was reportedly discontinued due to the reported event and the patient outcome was unknown. Based on the information provided, the root cause of the reported events could not be definitively concluded. The patient impact beyond the reported aseptic loosening, instability and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2016, the clinical subject experienced aseptic loosening of knee prosthesis that ended up been treated with a left knee revision surgery on (B)(6) 2020. The issue was resolved.